Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer reported also that the insulin pump alarmed displayable history crc check failed on start up. Customer's blood glucose was 125 mg/dl. Troubleshooting was done. No further information provided.

Manufacturer narrative:
The insulin pump was received with all button responding properly. There was no button error alarms noted. The insulin pump was unable to download pump to carelink due to error alarms in the alarm history file. Error alarms due to a corrupted history file. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.